Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported historical adverse events. Patient reported that they were one of medtronic's first implanted patient's with dbs and they went through multiple broken devices. Patient stated that they were 15 when they got implanted and when they were playing football they got hit and a lead broke. Patient reported that they got a second device but that device would not operate.

Manufacturer narrative:
Continuation of d10: product ID: neu_ins_stimulator, serial# unknown. Product type: implantable neurostimulator. Product ID: neu_unknown_lead, serial# unknown, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.